Event description:
A physician reported a patient who was treated on 17 june 1997 in acne scars on the left cheek and right and left chin. During injection into the right chin acne scars, the patient reported a feeling of numbness at the right upper lip and noted the appearance of an isolated area of purple discoloration at the right upper lip which extended up onto the cheek 5 cm away from the treatment site. The physician discontinued the treatment. By the time the patient was leaving the office, the area had improved in appearance but symptoms remained visible. No medical or surgical intervention was prescribed or planned. On 19 june 1997, the right upper lip was still slightly discolored and the patient stated the lip was "asymmetric". There was bruising at the injection site which was probably related to the injection procedure. On approximately 24 june 1997, the symptoms were improved. On 27 january 1998, the physician reported subsequent erythema and drainage. The bruise resolved sometime before 24 june 1997. She believed the numbness and skin discoloration was a hypersensitivity to collagen, and that the patient had a worsening of the depressed acne scar. No medical or surgical intervention was required.